Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy. (B)(4).

Event description:
The patient was referred for surgery due to their generator incision site opening up and their generator tip protruding. The patient underwent surgery and had both their generator and lead explanted due to signs of infection and it was also reported that the lead incision site was also opening up. The patient was also treated with antibiotics. Device history record was reviewed for the generator and the lead. The device passed all quality control measures, and no unresolved nonconformances were identified prior to distribution. The device was sterilized prior to distribution. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.